Event description:
There was an allegation of questionable ca2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 3.34 mmol/l. The repeated result was 2.38 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot number is 62699901 with an expiration date of 30-jun-2023.

Manufacturer narrative:
Reagent issues were excluded. The field service representative cleaned the valves, readjusted all probes, and confirmed that the test and module were performing within specification. The investigation determined the service actions resolved the issue.